Manufacturer narrative:
It was reported that the patient received this boot on (B)(6) 2025 and the frontal support on the boot bent in a way that reopened the surgical incision, causing pain, impeding its recovery and getting it infected after 22 days of use. The device has not been returned for evaluation; the root cause could not be established. If more information becomes available additional reporting on this event will be provided as a supplemental report to this document.

Event description:
It was reported that the patient received this boot on (B)(6) 2025 and the frontal support on the boot bent in a way that reopened the surgical incision, causing pain, impeding its recovery and getting it infected after 22 days of use.